Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was not confirmed due to the returned device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Medwatch uf/importer report # (B)(4).

Event description:
Subsequent to the final report the following information was received: medwatch #(B)(4) stating: describe the event or problem: the suture did not take when trying to deploy. The site was closed and a new perclose was pre-deployed on new site. There were no complications. What was the original intended procedure? Deployment of watchman device. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unknown procedure. Reportedly, "the suture did not take when attempting to deploy". The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.